Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The unit was condemned by the customer, effective (B)(6) 2021.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found in the logs that the iabp had been on battery for more than 2 hours. A battery test was performed in op mode and the iabp ran for 101 minutes. The fse recommended the batteries be replaced. The last battery replacement was may, 2018. The iabp has not been cleared for clinical use. The fse is awaiting a po from the customer. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes, result codes, conclusion codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury or adverse event was reported.